Event description:
The complainant is the spouse of an insulin dependent diabetic. The spouse stated that the pt had an insulin reaction. Pt was taken to the hospital where the elite system gave a result of 70 mg/dl while the hospital result (method unknown) gave a result of 30 mg/dl. The time difference between these readings was insignificant. While on the phone a review of the system was conducted. The customer did not have the requisite supplies to continue the eval. These are being supplied and the investigation will continue.